Event description:
It was reported by repair work order that the brakes wont hold due to malfunction brake rings and worn drive link assembly at lock point. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.